Event description:
A consumer who used band-aid hydro seal bandage has visited the hospital because of systemic allergy. The consumer has a history of anaphylaxis due to suspect drugs such as anesthetic lidocaine and steroid kenacort (triamcinolone acetonide). The consumer used band-aid hydro seal bandage on (B)(6) 2024 and then approximately 30 minutes symptoms developed. The symptoms included swelling of the left eyelid, redness, and rash from the chest to the abdomen. The consumer also complained of a strange sensation of the throat, but no swelling of the throat was observed upon examination. The consumer was administered a mix 5 mg of polaramine (d-chlorpheniramine maleate) with physiological saline via IV drip. The consumer was not hospitalized. The consumer has used the product several times before, and no symptoms occurred at those times.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5, a6: weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand kizu power pad unspecified ap not applicable rgebabkapa. Lot number: ni. Device is not distributed in the united states but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338, 8137117533 USA, 8137117533 USA). D4: 510(k) exempt device I complaint. UDI, upc, lot number and expiration date are not available for reporting. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. E2402 ¿ refers to hypersensitivity/allergic reaction including systemic allergic reaction reported: swelling of the left eyelid, redness, rash from the chest to the abdomen and strange sensation of the throat. F23 ¿ refers to unexpected medical intervention that the consumer was treated with medication mixed in physiological saline and administered via IV drip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.